Event description:
It was reported that the physician was unable to deflate the balloon on this catheter, before use. It is unknown if the inflation syringe was removed from the gate valve. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. The reported event of deflation issue was not able to be confirmed. Balloon inflated clear, concentric and remained inflation for 5 min. Without leakage. No resistance was felt during injecting air. The balloon deflated within 1 sec. Without the syringe, and within 2 sec. With the syringe attached. Max. Deflation time from full capacity without a syringe attached is 4 sec. All through lumens were patent without any leakage or occlusion. However, clear liquid was observed inside balloon inflation syringe, as received. Ew IFU stated "using the syringe provided, inflate the balloon with co2 or air to the maximum recommended volume. Do not use liquid." A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.